Manufacturer narrative:
(B)(4)

Event description:
It was reported the device battery estimated longevity had dramatically depleted since the last checkup in may and the device prematurely reached eri. The patient has not had any therapies or aborted charges in the interim. The device was explanted and replaced. The patient condition is fine.